Event description:
Boston scientific received info that this pt was scheduled for device replacement due to pt condition and right ventricular (rv) lead revision due to electrogram noise. The pt is pacemaker dependent with a history of rf ablation for atrial fibrillation (af). Because the physician was unable to gain venous access on the left side, the chronic device was programmed to voo 60 beats per minute (bpm). The physician elected to implant a replacement system on the opposite side. A replacement device and lead system was successfully implanted and no further adverse events were reported. The chronic device and rv lead were enroute to boston scientific's returns product for analysis.